Event description:
The customer reported that the system displayed a filament error message during a case, and then the screen went white. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power connectors were tightened. The system was tested and found to be working as intended and put back into service.